Event description:
Nellcor rec'd a report of a tube/hub separation on an 8perc tracheostomy tube. No further information was provided. The reporter stated that the tube was replaced by the physician but that no further info was available.